Event description:
The tech alleged the stretcher still rolls after the brake steer has been set to the brake position. No pt impact.

Manufacturer narrative:
The tech installed a brake steer upgrade kit to resolve the issue.